Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable low elecsys total psa immunoassay (tpsa) results for 2 patient samples tested on a cobas e 411 immunoassay analyzer. For patient 1 the initial tpsa result was 0.02 ng/ml with a repeat result of 2.76 ng/ml. For patient 2 the initial tpsa result was 0.02 ng/ml with a repeat result of 1.18 ng/ml. Patient 2 is a (B)(6) male. It was unknown if the erroneous results were reported outside of the laboratory. The tpsa results of 2.76 ng/ml and 1.18 ng/ml were deemed to be correct. There was no allegation of an adverse event. The tpsa reagent lot was 315714 with an expiration date that was requested but was not provided. A field engineering specialist exchanged parts according to the preventative maintenance kit. The analyzer was generally cleaned, fluids and the overall mechanisms were checked. The instrument was found to be okay. He performed a performance check and the results were acceptable. There was no indication of an instrument issue. The investigation is currently ongoing.

Manufacturer narrative:
The tpsa reagent expiration date was aug-2019. The investigation did not identify a product problem. The cause of the event could not be determined.